Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high threshold measurements and muscle stimulation. There was no visual confirmation of a lead fracture or a header issue with the device observed visually or via fluoroscopy. The lead was removed from service. No additional adverse patient effects were reported.